Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported there was a vent failure during a case. No patient injury reported.

Manufacturer narrative:
The electronic device logfile as well as additional information have been requested several times but were not provided for investigation. Therefore, a reconstruction of the event was not possible and the root cause for the reported symptom couldn¿t be determined. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont and generating the appropriate "ventilator fail" alarm. Manual ventilation remains possible.

Event description:
It was reported there was a vent failure during a case. No patient injury reported.